Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device photo evaluation: visual analysis of the photographs identified a broken and separate device, the other part of the device seems to be lost since it is not observed in the photographs. The cause of the break cannot be determined because it cannot be analyzed by microscope and labeled left. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.